Manufacturer narrative:
Pending investigation. Concomitant medical product: 208-23-13 - 3569751 - cc tibial insert.

Event description:
As reported via legal documentation, a patient had primary right knee replacement (B)(6) 2015. They underwent a right knee revision on (B)(6) 2023, approximately 7 years 2 months after their initial implantation. (B)(6) 2023 op report states that the patient reported a fall approximately one year prior to revision surgery. Preoperative radiographs showed some fragmentation of the patella but without disassociation of the fragments. X-rays also suggested a loose body in the suprapatellar pouch, most likely a displaced patellar button. Surgeon noted there was a nickel sized defect in the extensor mechanism above the patella, through which synovial fluid extravasated. Upon inspection, the patella consisted of 2 large, flattened fragments that formed a large concave patella. There was fibrous union between the 2 fragments. The extensor mechanism was intact. The femoral and tibial implants were found to be stable, and the poly was noted to appear well and was retained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g1. G4: 510k unknown due to specific device not being reported h6. The following sections were corrected: b2, d1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of patellar loosening, migration, and/or due to inclusion of the polyethylene in the packaging recall. The reported patellar loosening and migration were likely due to the patient's traumatic fall; however, this cannot be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.".